Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported left side capsular contracture, baker grade iii. Patient was prescribed singulair. The device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2025. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture, baker grade iii". This record is for the left side. Device remains implanted and it is unknown if the device will be returned. Patient was prescribed singulair.